Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red, irritated, itchy and broken skin. There was no alleged device malfunction contributing to the irritation. The patient's nurse recommended removal of the patch for 1 week due to the skin irritation and applied a cream to the affected area. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.